Event description:
It was reported that during a hand assisted right nephrectomy, the device tore across the disc in pieces and split open at the top. They used a second device to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 05/29/2007. Information anticipated, but unavailable at this time.